Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems: occipital and thoracic. The patient has 2 occipital leads (from the same lot) implanted as part of her scs system. It was reported during a procedure to explant and replace the patient's occipital ipg (reference MFR. Report# 1627487-2016-00290), diagnostic testing revealed the patient's occipital leads reflected high impedance readings. It was also reported the physician removed and re-inserted the leads into the ipg header but the same result occurred in re-testing. An (B)(4) cable and external generator were then used to test lead impedance. A full diagnostic was run using the rapid programmer. During this testing, both leads continued to show high impedance readings on multiple lead contacts. It was noted the physician stated that the proximal end of the leads, just above the proximal contacts, appeared to be ¿burned.¿ follow-up information revealed the patient underwent surgical intervention where the leads were explanted and replaced. The patent reported effective stimulation therapy postoperative.